Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to corroded electronic assembly. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unit also received with cracked case(battery tube), cracked battery tube threads and faded serial number label. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump start flashing and cracked on clip rail. Customer stated the insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.